Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the small grasping retractor instrument had a broken silver cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm small grasping retractor instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken distal pitch cable at the proximal clevis hub. The broke cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.